Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 600 mg/dl with no symptoms of hyperglycemia. The patient had remained on the pump at the time of the call. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there were multiple loss of prime warnings. There were no associated alarms observed in the pump¿s alarm history. The reporter noted that the cartridge was not being used per the user guide. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the pump.